Event description:
It was reported that the patient experienced a transient ischemic attack. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was successfully implanted. During the procedure the activated clotting time was therapeutic at 383. There was no clots seen during deployment. While the patient was in recovery a stroke alert was called. Per the physician the patient had symptoms of stroke. The patient was taken to a computed tomography (CT) scan and imaging was clear, there was no evidence of air or clot. The patient was taken to a magnetic resonance imaging (MRI) which was also clear. It was possible that a trans ischemic attack occurred post procedure. The patient was admitted for observation and is expected to fully recover.